Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the infusion set and her blood glucose was 93 mg/dl. Customer felt like she was going low and a half hour later, her blood glucose went down to 41 mg/dl. Customer stated that she treated with a glucose tablet and then ate lunch. Customer's blood glucose went over 200 mg/dl after dinner late in the day. Customer stated that she changed the infusion set and her blood glucose was 143 mg/dl the next morning. Customer stated that she has not had any issues since then. Customer's blood glucose was 41 mg/dl and she treated with food. Customer stated that she treated her high blood glucose with the pump. Customer stated that she had a mammogram while wearing the insulin pump. Customer was advised to speak to their health care provider regarding their low blood glucose and to monitor the pump.